Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 442 mg/dl. The customer reported high blood glucose levels, no delivery alarms and 10 infusion set bent cannulas. The customer received the no delivery alarm and blood glucose level stated to rise 103 mg/dl. The customer had no symptoms and treated with a bolus from the insulin pump. The customer was unable to complete troubleshooting due to a complete set change. The insulin pump will not be returned for analysis.